Event description:
It was reported that bd syringe 30ml ll tip conv pak had foreign matter. It was reported by the customer that contaminant in syringes. Verbatim: rcc received a complaint via email. Email(s) attached. Customer reported contaminant in syringes. Po#: (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the samples showed that there were foreign particulates within the trays of the samples. Bd determined that the cause of the failure was related to incorrect handling of materials during the manual loading process of the syringes into the trays during manufacturing. A retraining of manufacturing personnel was performed to address this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
1. Could you please share a affected batch number? Lot 3304627. 2. Please confirm whether the contamination found inside the syringe or outside the syringe? Inside ¿ see photo. 3. Was the contamination found before use or during the use of medication? Before use. 4. Is there any physical sample or sample photos/videos available? If yes, kindly share a address details to send the return shipping label. The supplier directed us to discard the carton after they issued credit. 5. Could you please provide the date of event? This was reported to me on 05/01/2024.